Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple temperature alarms while at room temperature. Blood glucose levels were impacted (278 mg/dl) and were addressed by administering manual injections. It was indicated that the customer will use manual injections as alternate insulin therapy until replacement pump arrives.